Event description:
"The laser fiber fragment was recovered in the lower calyx with difficulty using a probe dormia 1.9." "I did not understand when the fiber is broken during the process." There was no report of patient injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of the glass fiber is fractured; the total length of the fiber is 11 feet 9 inches, connector included in over-all length; the blue outer sheath at distal end of the fiber exhibits burn marks within; the fiber was tested with hene laser fixture, aim beam is visible at the tip. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that "the piece of the laser fiber (transparent extremity) has turned off and remained off in the patient's kidney." There was an increase of the intervention time and "use of supplemental material to extract the piece of fiber." There was no injury to patient reported. There was no further information available.